Manufacturer narrative:
Details of complaint: the nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. Downgrading the cns to the previous software version resolved the issue. No patient harm was reported. Investigation summary: the customer reported that after they had upgraded their cnss from v02-20 to v02-22, the cns started rebooting at random times. The customer indicated that the cns would go into communication loss, freeze, and then reboot on its own. To temporarily address the issue, the cnss were downgraded back to v02-20. An irc was initiated to investigate the issue. The investigation from the irc identified that in v02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. Attempt #1: on 02/01/2023 emailed the reporter via microsoft outlook for all items under the no information section. A reply was received stating that the cns does not store the patient demographics in its logs. Patient demograhic information is not available.

Event description:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. No patient harm was reported.

Manufacturer narrative:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. Downgrading the cns to the previous software version resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. No patient harm was reported.